Manufacturer narrative:
The customer reported that the secondary screen on this central nurse's station (cns) is black and not showing any video output even the monitor is receiving power. Technical support (ts) had the customer turn the display on and off; however, the issue remained as the display turned itself back off. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the secondary screen on this central nurse's station (cns) is black and not showing any video output even the monitor is receiving power. There was no patient injury reported.